Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio-control replaced the therapy pcb assembly to resolve the reported issue. After observing proper device operation through functional and performance testing the unit was returned to the customer for use. Physio further examined the removed therapy pcb assembly and determined that the cause of the reported issue was a diode, designator cr44. The diode was electrically shorted.

Event description:
The customer contacted physio-control to report that their device had a service indicator present. There was no patient use associated with the reported event. Upon evaluation of the customer's device, physio-control observed that the device's defibrillation output was not registering on the defibrillation analyzer, indicating that no energy was delivered, and an abnormal energy delivery message appeared on the device¿s display.